Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: there was visible moisture corrosion in battery compartment. A battery compartment crack was found above and below grip pad. Leak test failed due to battery compartment crack. Test steps 6,7,10 and 11 failed due to blank screen. Opened pump, heavy moisture corrosion on display connector and other areas of pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.